Manufacturer narrative:
The patient code has been updated from e0506 to e0852. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned on this investigation. Based on the information obtained, the root cause of the reported event(s) are inconclusive. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. However, based on the information obtained, the root cause of the reported events remain inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during phacoemulsification with intraocular lens implantation surgery at pre-phacoemulsification stage the ophthalmic console exhibited technical malfunction and the patient experienced thermal burn of the cornea in the right eye. The surgery was continued by converting to tunnel extracapsular cataract extraction through a corneal incision as result the crystalline lens was successfully removed. During the subsequent course of the operation, the patient experienced expulsive hemorrhage of the eyeball, the intraocular lens implantation was not performed due to intraoperative indications. These issues left the eye aphikic (without a lens in the eye). Additional related information was requested but none has been provided to date.

Event description:
A physician reported that during phacoemulsification with intraocular lens implantation surgery at pre-phacoemulsification stage the ophthalmic console exhibited technical malfunction and the patient experienced thermal burn of the cornea (right eye). The surgery was continued by converting to tunnel extracapsular cataract extraction through a corneal incision as result the crystalline lens was successfully removed. During the subsequent course of the operation, the patient experienced expulsive hemorrhage of the eyeball, the intraocular lens implantation was not performed due to intraoperative indications. These issues left the eye aphikic (without a lens in the eye). Additional related information was requested but none has been provided to date. This report pertains to an ophthalmic handpiece involved in the reported event and to one of two patients from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.